Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, the event most likely occurred due to physical stress causing a gap in the adhesive part of the light guide lens, and dirt entered. The event can be detected/prevented by following the instructions for use which state: 1) "inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities." 2) "do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device has been returned to olympus for evaluation. In addition to the reportable malfunction mentioned, it was observed, liquid leak was noted due to deformation of the right/left (r/l) knob, liquid leak was noted due to deformation of the up/down (u/d) knob, liquid leak was noted due to deformation of forceps lever, charged coupled device (ccd) lens was broken, the adhesive part was broken, crumple was noted at the connecting tube, the connector was corroded, the connecting tube protector was cut off, the section cover (s-cover) was deformed, the image had horizontal noise and the device had low angulation. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus, during preparation for use, the evis lucera duodenovideoscope had liquid leaks. Upon inspection of the customer¿s returned device it was observed, foreign matter was found inside the light guide lens. This report is being submitted for the malfunction found during evaluation. There was no harm or user injury reported due to the event.